Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner loose. It was reported that during the surgery, it was found the liner could not be locked with the cup (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to warsaw medtech orthopaedics' team for evaluation, and photos were provided for review. The photo analysis revealed the concave surface of pinn mar +4 10d 28idx44od slightly deformed. Visual analysis of the ards on the liner observed significant deformation consistent with impaction following suspected misalignment of the ards with the cutout features of the cup. Furthermore, there were scratches and gouges in the lip of the liner possibly related to extraction. Although a detailed dimensional inspection for the pinn mar +4 10d 28idx44od was unable to be performed due to post manufacturing damage, the device history record review, revealed 100 percent of the devices critical features were inspected at the manufacture site and the lot m05k49 was found conforming to specifications. In conclusion, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be established. The overall complaint was not confirmed as the observed condition of the pinn mar +4 10d 28idx44od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device m05k49 number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device m05k49 number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner is loose. During the surgery, it was discovered the liner could not be locked with the cup. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.